Event description:
I had the essure procedure several years ago and after being told it was harmless to my body by my doctor, I began to have abdominal swelling and pain, heavy periods and generally feeling unwell within a month after it was implanted. I have never had any health issues. I delivered three healthy babies and had my gall bladder out. That's it. I had a hysterectomy a year ago due to so many problems created after I had essure implanted. It must be pulled from the market. I still can't believe women are having it done! I literally hemorrhaged just before my hysterectomy surgery, the bleeding and pain had gotten so bad. Please listen.